Event description:
It was reported that there was a motor issue and force sensor error during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found that there was cracked top case, bottom case. Review of the event history log (ehl) showed motor rate error and force sensor test. Complaint confirmed by checking the alarm history. The device is repaired by replacing the main board for force sensor test error and left and right clutch, clutch spring, worm gear, worm coupling and motor for motor rate error. Replaced the plunger cable because it is damaged. The pump is calibrated, greased and reset to standard configuration. The main cause of customer complaint was the worn-out clutch parts and faulty main board. The service history review had no indication that the complaint was related to a service of the device within the review period. After installing and replacing the parts, the pump passed all the testing and is fully operational.